Manufacturer narrative:
The account stated that a new left-hand transport handle has been installed and the intellidrive feature is not functioning properly.

Event description:
The account alleged that when he attempted to move the bed using the intellidrive transport handles, the bed began moving backwards instead of forward. He stated, the bed was in the maintenance shop when the problem was discovered, so no one was on the bed at the time. He stated that he unplugged the left hand transport handle and used only the right-hand handle and the bed moved forward. He then unplugged the right-hand handle and plugged in the left hand handle and the bed moved backwards.